Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 7f exoseal vascular closure device (vcd) was used as usual, after backflow stopped, the product was slowly pulled back. However, it came out of the body without the visual indicator changing. The was no reported injury to the patient. The device was used via an ipsilateral retrograde approach. The device will be returned for evaluation.